Event description:
Pt hospitalized for hyperglycemia. On 9/10/99, pt had high blood glucose readings, bolused insulin but bg continued to rise and she began to vomit. Went to hosp, placed on IV insulin drip. Pt stabilized and returned to pump use. Pt reported that when she removed infusion set on evening of 9/10/99, it had a strange "s" shape. Her bg was 400 or so, she bolused; went up to 440. Changed the base unit then started vomiting. Husband then took her to ER. Took her off pump on sat. In ICU went onto IV insulin, bg stabilized. Went back on same pump w/new cartridge, tubing set bg fine then. When she first changed her base unit on friday night (9/10), the cannula came out looking like an 's' shape. Called the after hrs line on thurs 9/16 because she once again had high bg that wouldn't come down. Changed base unit - cannula came out looking like '?' Shape. Been on pump for 6 yrs. Only used stomach. Talked about the possibility of her abdomen having some tough tissue. Talked about using rapids and/or different sites. Advised her to speak to her dr about all of this. She is concerned because the pump didn't give an occlusion alarm when the tender cannula's were bent in the 's' or '?' Shape. Advised her to send the pump in so MFR can look at it. 9/28/99 - pump passed all inspections, including the occlusion test.